Manufacturer narrative:
(B)(4). Customer testing performed using instrument serial # (B)(4). Method code: actual device not evaluated (cuvette/single-use disposable). Process eval performed. No related ncmrs identified for the associated instrument. Cuvette device history records reviewed and found to meet specifications.

Event description:
Pt 1 of 3. Pt 1: healthcare professional reports results lower than reference with the protime microcoagulation system. Protime generated result of 1.3 inr. Retest performed with a second lot of cuvettes (single-use disposable) as a reference generated a 2.3 inr, which was within the pt's therapeutic range. Pt's therapeutic range: 2.0-3.0 inr. No adverse event(s) reported. Pt 2: filed on MFR report# 2248721-2013-00022. Pt 3: filed on MFR report# 2248721-2013-00023.